Manufacturer narrative:
A steris service technician inspected the unit and found a leaking valve in the recirculation piping. The technician repaired the unit, ran a test cycle and confirmed the unit was operational.

Event description:
The user facility reported that their reliance 333 washer was leaking water out onto the floor in the room where the unit is located. The amount of water extended beyond the footprint of the unit. No injuries or procedural delays/cancellations were reported.